Event description:
It was reporting that patient is experiencing high impedance and the device was turned off. The patient has been referred for a full revision. No additional information has been received to date. No surgical intervention has occurred to date.

Manufacturer narrative:
B5. Description of events for painful stimulation and magnet not aborting seizures inadvertently not included on initial MDR f10. Painful stimulation e2311 and decrease in therapeutic response f0101 inadvertently not included on initial MDR

Event description:
Information was reported that patient was experiencing pain with magnet swipe and magnet was not aborting every seizure along with high impedance.

Event description:
Additional information was received that patient was not reimplanted immediately due to fibrosis at the lead site found during explanted which delayed reimplant of new generator and lead. No additional relevant information has been received to date.

Event description:
Additional information was received that patient¿s vns system was explanted. Explanted product has not been received to date. No additional relevant information has been received to date.